Manufacturer narrative:
Medwatch sent to FDA on 5/17/2016. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abscess as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Patient reported they developed an "abscess following chin filler treatment" with what they "believe to be juvederm. Patient was prescribed antibiotics. Symptoms are ongoing.

Manufacturer narrative:
Further follow up information received from the healthcare professional confirms that this event is considered not related to an allergan device.

Event description:
Additional information: follow up was received from the treating physician who notes the abscess is not device related and that the patient was taking the immunosuppressive enbrel® for ra at the time of injection, further elaborating that "infection easier to get" while on this medication. The patient was prescribed flucloxacillin to treat the abscess.